Manufacturer narrative:
Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A nurse reported that during surgery a knife was dull. No patient harm was reported.